Event description:
Legal counsel for the patient reported that the patient underwent bilateral hip arthroplasty procedures. Additional information provided in a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2008 and the right hip arthroplasty occurred on (B)(6) 2008. Subsequently, patient alleges pain, elevated metal ion level and metallosis. A left side revision was performed (B)(6) 2011 and a further revision on (B)(6) 2011 allegedly due to multiple dislocations. Further left side revisions were performed (B)(6) 2011 and (B)(6) 2012 due to alleged multiple dislocations. Legal counsel alleges a right side revision is recommended; however, no procedure has been scheduled to date. No further information has been provided to date. Additional information received in patient's revision operative reports state that the initial left hip arthroplasty procedure was performed on (B)(6) 2008. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Left and right initial procedure dates were switched.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 11 mdrs filed for the same event (reference 1825034-2013-01674 / 01684). This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral hip arthroplasty procedures. Additional information provided in a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2008 and the right hip arthroplasty occurred on (B)(6) 2008. Subsequently, patient alleges pain, elevated metal ion level and metallosis. A left side revision was performed (B)(6) 2011 and a further revision on (B)(6) 2011 allegedly due to multiple dislocations. Further left side revisions were performed (B)(6) 12, 2011 and (B)(6) 2012 due to alleged multiple dislocations. Legal counsel alleges a right side revision is recommended; however, no procedure has been scheduled to date. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 13 MDR's filed for the same patient (reference 1825034-2013-01674 / 2013-01675 / 2013-01677 / 2013-01678 / 2013-01679 / 2013-01680 / 2013-01681 / 2013-01682 / 2013-01684 / 2016-01508 / 2016-01512 / 2016-01513 / 2016-01514). Device not returned by attorney.

Event description:
Legal counsel for the patient reported that patient underwent a left hip revision approximately two months post-implantation due to allegations of multiple dislocations. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Operative notes received report that during the revision approximately two months post-implantation due to chronic dislocations, a hematoma was found. The poly liner and modular head were removed and replaced.